Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient stated they were looking at the readings on the cgm and stated they were feeling different from what the value was. The patient indicated that when she checked her blood glucose with a meter, the meter showed a value lower than the cgm. The patient did not provide specific values and stated she was found unconscious by her husband. He called for an ambulance and when they arrived, they treated the patient for her low blood sugars and came to. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.